Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly could not be inflated normally when it reached the standard pressure. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold device was received for evaluation. An in-house presto inflation device was used to inflate the balloon, and a leak was noted to the proximal end of the balloon. There appeared to be a rupture to the proximal end of the balloon. No further testing was performed. Therefore, the investigation is confirmed for the reported inflation issue and identified balloon rupture as there was a rupture noted on the balloon which could have led to issues inflating the balloon. The identified balloon rupture could have been the cause of the reported inflation issue. However, a definitive root cause for the reported inflation issue and identified balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.